Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue and purple pixels. This occurred while firing at 100% and 128% firing power. The surgeon removed their foot off the foot pedal to observe the pixels but continued. There were no patient complications reported in relation to this event.